Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for chronic low back pain. It was reported that whenever the patient charges the implantable neurostimulator, the recharger will indicate that the implantable neurostimulator is fully charged, but it will shut off and the patient will not feel stimulation (percolate in her body). The patient has to take the patient programmer and shut it off and turn it back on and it will work. Whenever the patient turns the stimulation back on, she feels a shock like it is on, then it settles down and does its thing. It pulses, and then it will work. Additionally, the patient noted that they charge daily and will notice when the implantable neurostimulator is fully charged and stimulation is on, the patient will go to charge the implantable neurostimulator the following night and see that it has not used anything (the charge has not depleted). The patient thought that these issues may be due to the implantable neurostimulator reaching its end of life. These issues started about six months prior to the report, but gradually worsened over the past month or two. There were no further complications reported.